Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a cystoscopy/irrigation set, nonvented, 77 inch. Device disconnection and irrigation fluid spillage were reported on the tubing that connects to the cystoscope. The reporter stated that the tubing was too stiff and not flexible enough. There was no report of any human harm.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number. D9 - device available for evaluation: no.